Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a CABG procedure, the clip was malformed from the first shot. It was formed like a shape of pear and the elementary part came loose. Another device was used to complete the case. There were no adverse consequences to the pt. Device will not be returned.